Manufacturer narrative:
The device was requested but has not been returned to the manufacturer. The meter DHR has been referenced and the meter left the factory within specification. The test strip lot DHR was referenced and the lot cleared qc for release. This is the first accuracy complaint for this lot. The owner's guide and previous field returns have been reviewed. The owner's guide cautions: physiological differences in circulation between the fingertip, palm (at the base of the thumb), or forearm may result in differences in blood glucose measurements between these sites. Differences in glucose concentrations may be observed after eating, taking insulin medication, or exercise. Changes in blood glucose may be detected at the fingertips before the palm (at the base of the thumb) or forearm. There is no evidence from previous field returns the event was caused by a meter malfunction. Based on the information provided, the root cause of the high values cannot be determined. Environmental factors, medical conditions, and testing practices, including alternate site testing, could have contributed. The comparison tests were taken 15 minutes apart. This is not an acceptable amount lapsed time to compare measurements. Insulin, diet, exercise and health could have contributed to the reported symptoms. No corrective action will be performed as system failure could not be confirmed. This complaint will continue to be trended.

Event description:
Customer called in because her cvs advanced blood glucose monitor measures her blood glucose to be too high compared to her symptoms. She takes insulin (brand not provided) three times a day on a sliding scale which depends on the blood-glucose readings of the cvs advanced meter. She tests her blood-glucose via her forearm. One night, her cvs advanced meter measured 174 mg/dl and due to that, she administered insulin (amount not provided). She then awoke with symptoms of hypoglycemia and treated with juice. In the morning after breakfast, her blood-glucose measured 131 mg/dl and she administered more insulin. She then experienced hypoglycemic symptoms before lunch. The cvs advanced meter measured 174 mg/dl. A measurement with her friend's meter (brand not provided) taken 15 minutes later, measured 90 mg/dl.